Manufacturer narrative:
Unti received with critical pump error alarm(open book image) and pump error confirm in the pump download history due to corroded electronic assembly. Unit received with minor scratched lcd window, cracked case(battery tube), cracked battery tube threads, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.